Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient is in good condition.